Manufacturer narrative:
A confirmation of the reported event - the blade would not hold screws in place and the screws would keep falling off - was not applicable because the blade was not returned. Based on the review of previous performed investigations the reported observations are known. To perform a good grip / hold function it is necessary that the screwdriver blades need to be inserted perpendicular into the cross recess of the screw heads and the axial pressure of the screwdriver blades into the screw heads must be adequately applied to ensure that the blades are fully and deep enough inserted into the cross recess. Indications for any manufacturing, systematic or design related problems were not determined in the investigation. Product surveillance will continue to monitor complaints of this type for adverse trends and the complaint is added to the complaint trend. Device was discarded at the facility, in the sterilization department.

Event description:
The screwdriver blade would not retain screws during surgery; the screws came loose during fixation. There was no surgical delay as a replacement was available, and the surgery was completed successfully.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
The screwdriver blade would not retain screws during surgery; the screws came loose during fixation. There was no surgical delay as a replacement was available, and the surgery was completed successfully.